Event description:
That during the device evaluation, contamination was identified in the air/water channel of the colonvideoscope. There were no reports of patient involvement.

Manufacturer narrative:
Based on information provided, it is unknown if the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. According to the customer, the following details regarding the cds process were not going to be made available: when the foreign material adhered to the nozzle, whether there was delay in the start of the pre-cleaning, whether the air/water nozzle was flushed with air and water, or whether the nozzle was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The device was returned to olympus for evaluation, and the evaluation found that contamination was identified in the air/water channel. In addition, the following observations were made: the light cover glasses were chipped and worn; the optical cover glass adhesive was worn; the distal end cap was damaged; the distal end adhesive did not lift; the insertion tube had marks; the control body side cover was loose; the scope connector had water ingress; the switch/button was inoperative; the biopsy channel was leaking; the up/down/left/right angle button was out of specification; the insertion tube bending section failed adhesive lifting; the image alignment was out of specification; and the up/down angel play was evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the biopsy channel. A further cause of the leakage could not be presumed. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.